Event description:
The manufacturer received information alleging the pilot difference test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse evaluated and recommended the proportional valve and three-way solenoid valve be replaced on the device to address the issue. The customer will be making the repairs to the device. No repair was performed.